Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. Reporter contact number is (B)(6). Device history records review was completed for part# 391.884, lot# p198877. Manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: jan 05, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the locking mechanism of a tension holder does not hold. It is unknown, when the issue occurred or when it was detected. No patient involvement reported. This report is for one (1) provisional tensioning device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. This complaint is confirmed. Visual inspection captured a missing coil spring. Device history record (DHR) review was conducted and found that the device met specification prior to shipping. Functional inspection passed and no frays. Dimensional inspection on the spring pocket passed per manufacturing specifications. No manufacturing related issue was identified and/or confirmed. Unable to determine a root cause. Most likely due to disassembly during sterile processing and misplacing the coil spring. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.